Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the relief mode did not work properly due to a scratch on pinch valve. It was likely stress that led to the malfunction; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a scratch on the pinch valve and a malfunctioning relief mode. There was no patient involvement.